Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the connection was regained while speaking to tandem customer technical support and the customer declined assistance regarding the issue. No additional patient or event information was available.